Event description:
It was reported that a cartridge alarm occurred during the pumping process. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The customer was instructed to use a backup insulin pump while tandem technical support arranged for a replacement pump to be sent. The replacement would include updated software, and training was made available through the customer's tandem source account. The customer was informed about the return process for the problematic pump and acknowledged all instructions.